Event description:
The following was reported to davol by the patient: it is alleged that on (B)(6) 2012 the patient underwent repair of an umbilical hernia and was implanted with a bard/davol ventralex hernia patch. Following this implant the patient was diagnosed with rheumatoid arthritis due to testing which indicated increased inflammatory levels in his body. The patient underwent chemotherapy treatment in regard to the arthritis. The patient now states he is having a possible reaction the ventralex mesh implant in which he is experiencing red, hardened areas with some brown discoloration of the skin around his umbilicus with "heat" and some pain. Patient states his tongue swells and he has frequent visits to the ER in which they prescribe prednisone (steroid) and send him home. The patient did see an allergist who performed some skin testing and referred the patient to contact his surgeon in regard to the mesh. The patient is not actively being treated for the symptoms he relates to the mesh and states that every md he sees refers him to another md and he is not getting any resolution to his problem. The patient's allergist has requested and been providing with a mesh sample for reactivity testing. There has been no surgical intervention at this time; however, due to the patient's symptoms being chronic in nature an MDR is filed to document these events.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Following implant the patient reports undergoing chemotherapy for treatment of rheumatoid arthritis. It is possible that the patient's reported adverse reaction is in relation to his rheumatoid arthritis and/or his course of treatment. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The patient's allergist has requested and been provided with a mesh sample for reactivity testing. When/if we are provided with the results of the reactivity testing a follow up MDR will be submitted.